Event description:
Treo used to treat aaa. The case went all per plan. Final run had a questionable leak. They re-ballooned twice. Left leak and will follow up w 30- day scan. Patient outcome - "don't know if endoleak will persist after 30 day scan."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00150, device 2 is being reported under MDR-2247858-2022-00151.

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00150, device 2 is being reported under MDR-2247858-2022-00151, and device 3 is being reported under MDR-2247858-2022-00152.

Event description:
Treo used to treat aaa. The case went all per plan. Final run had a questionable leak. They re-ballooned twice. Left leak and will follow up w 30- day scan. Patient outcome: "don't know if endoleak will persist after 30 day scan."